Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional (hcp) via the clinical study. An examination on (B)(6) 2016 revealed that the wound was well-approximated and was healing well; it was still purple, but according to the hcp, this may be part of the healing process. There was no redness, warmth, or swelling. An examination on (B)(6) 2016 revealed that the incision/wound was completely healed. The event resolved without sequelae on (B)(6) 2016.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving infumorph (5.0 mg/ml at 0.2401 mg/day) from (B)(6) 2016 until (B)(6) 2016 and then increased to a dose of 0.2880 mg/day on (B)(6) 2016 , via an implantable pump. The pump's indication for use was noted as non-malignant pain. The clinical diagnosis was pump pocket seroma. An examination on 2016-01-20 revealed a large seroma, 50-60 cc, over the pump and also revealed that the abdominal wound was not well approximated. 60 ml of serosanguinous fluid was aspirated on the same day. Another examination on (B)(6) 2016 revealed that the patient again had very large pump site; another 60 ml of fluid was aspirated on this date. On (B)(6) 2016, examination revealed that the patient again had a very large seroma; 47 ml serosanguinous fluid was drained on this date. The site filled up again almost immediately after being drained and the patient complained of pain from the outer aspect left of the pump through the groin and across legs. An ultrasound of the left leg veins on (B)(6) 2016 revealed no deep vein thrombosis (dvt). Surgical observation of the pump pocket on (B)(6) 2016 revealed serosanguinous fluid consistent with seroma. During surgical exploration of the pump pocket on (B)(6) 2016, the pump was placed in a dacron pouch. The event was reported as possibly related to the device or therapy and also possibly related to the implant procedure. The event outcome was noted as ongoing. If additional information is received, a follow-up report will be sent.